Event description:
It is reported that the patient suffered a burn type injury under the indifferent electrode. There were no alarms or error codes reported during the procedure. The injury was discovered after the procedure was completed, and the indifferent electrode was removed. The indifferent electrode in use was the valley lab single plate. No further information could be obtained to date.